Manufacturer narrative:
Details of the complaint: the charge nurse reported that the central nurse's station (cns) did not alarm red when it should have. The spo2 alarm was generated at the bedside, but no audible or visual alarms were generated at the cns. No patient harm was reported. Investigation conclusion: events logs were requested from the customer to investigate the issue. Multiple attempts were made to follow-up with the customer; however, no response was received from the customer. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. As there was an alarm on the bedside monitor, it is likely that the alarm settings are correct and are unlikely to be the cause of the issue. Possible causes of the issue are device being on the overview window, the alarm being silenced, and long uptime of the cns without a reboot. The device may not alarm if the bedside monitor is on the overview bed window. Per operator's manual of cns-6801, on the overview bed window, alarms are not displayed even if the individual waveforms window is displayed. If the alarm was silenced by another user, user may not be able to see the alarm. However, user would be able to recognize that the alarm has been silenced. Long uptime of the device without a restart may cause the cns operation to become unstable (glitch) and may stop monitoring. It is recommended in the operator's manual of the device to reboot the central monitor once every three months. A definitive root cause could not be identified. Without the root cause, countermeasures to prevent recurrence could not be identified. The following fields are not applicable (na) to the MDR report: the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 02/07/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the information requested.

Event description:
The charge nurse reported that the central nurse's station (cns) did not alarm red when it should have. The spo2 alarm was generated at the bedside, but no audible or visual alarms were generated at the cns. No patient harm was reported.

Manufacturer narrative:
The charge nurse reported that the central nurse's station (cns) did not alarm red when it should have. The spo2 alarm was generated at the bedside, but no audible or visual alarms were generated at the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The charge nurse reported that the central nurse's station (cns) did not alarm red when it should have. The spo2 alarm was generated at the bedside, but no audible or visual alarms were generated at the cns. No patient harm was reported.